Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during surgery, an advisory message displayed. The staff tried two different cassettes, but this did not solve the issue. The procedure could not be completed. A second procedure was performed to complete the case.

Manufacturer narrative:
The system was examined and the reported event was replicated. The inlet pressure was found to be too low. The company representative notified the customer and told the customer to increase the source inlet pressure. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 10, 2011. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. The root cause of the reported event can be attributed to low inlet source pressure of the hospital. The consumable lot specific to this event is not known; therefore, lot history and DHR reviews were not possible. The returned sample was visually inspected and no obvious defects were found. A console representing the current software version was used to test the sample. The ball in the check valve of the drip chamber moved freely per specification. The sample could prime and pass iop calibration successfully. No anomalies were observed during priming. The infusion pressure, irrigation, and aspiration rate were all measured at multiple set points throughout the console range and met specifications. No system message code was generated during testing. The sample passed remaining functional and performance tests. The root cause of the customer's complaint is not known; the returned sample met specifications. The manufacturer internal reference number is: (B)(4).